Event description:
Customer reports receiving a potential false positive result for themselves and a visiting friend when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result received for the visiting friend. See (B)(4) for false positive result obtained on the customer. Customer reports receiving a potential false positive result for a visiting friend on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22684e, reader sn (B)(4)). A repeat cue test performed on the same day provided a negative result. On an unspecified date, individual tested negative with a confirmatory pcr test. Date and brand of confirmatory test not provided. Individual did not have any symptoms.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.